Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient experienced oversensing on the right ventricular (rv) lead and a fracture is suspected. As a result the physician elected to replace both the lead and the device to avoid any additional issues.